Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Also, this device had less than 3 months remaining. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported. Additional information indicated that this device was explanted, and a new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Also, this device had less than 3 months remaining. Device replacement was recommended as the battery impedance is expected to increase, and radio frequency (rf) telemetry will eventually be disabled. This device remains in-service at this time. No adverse patient effects were reported.